Manufacturer narrative:
Device received with blank display due to missing battery spring. Unable to perform operating currents, self test, rewind, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify failed battery alarm and unexpected resume due to missing spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump was not just working and not giving insulin properly. Customer did a self test insulin pump turned off and customer replace a brand new battery and it was showing failed battery test. Customer reported that the failed battery test alarm was not cleared the alarm will recur with each new battery inserted. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer experienced symptoms such as abdominal pain. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.